Event description:
The device user (du) reported that approximately 22 hours into the perfusion, they had an alarm indicating low oxygen levels. The du performed troubleshooting, but could not resolve the problem. Therefore, they rapidly switched to another device. Subsequently, the liver was successfully transplanted.

Manufacturer narrative:
The device was serviced at the customer site and the reported issue was confirmed. Therefore, the full oxygen delivery system was upgraded. Subsequently, the device passed all testing. The root cause was attributed to a the inogen.